Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted a corroded drain fitting, cracked tank cover, and liquid crystal leakage in the liquid crystal display (lcd). Functional testing confirmed the complaint as the temperature shown on the lcd was fluctuating. The root cause was due to a faulty printed circuit board (pcb) however, it was unknown was caused the fault. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped., corrected data: d3 manufacture name, corrected.

Event description:
Information was received indicating that during testing, an over temperature alarm occurred to a smiths medical level 1 hotline blood and fluid warmer. The unit was reported to display cycling between different temperatures. There were no reported adverse effects.